Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device alarmed safety valve open while in use. The device was in clinical use at the time of the occurrence, but no patient harm was reported. Attempts have been made to obtain patient information, but no information is available.